Manufacturer narrative:
**UDI related data quality updates only**

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed based on the archive data review but was not confirmed during the functional testing. Further archive data analysis revealed that the load cell module 1 slightly exceeded the normal parameters, which resulted in intermittent occurrences of the customer's reported (ua) 07. The load cell will be replaced as a precautionary measure to address the reported (ua) 07 error message. Visual inspection of the returned platform was performed. The front enclosure and the top cover were observed to be cracked, unrelated to the reported complaint. The observed physical damage appeared to be characteristic of harsh impact as a result of user mishandling. The damaged front enclosure and the top cover need to be replaced to address the physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform passed initial functional testing without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. In addition, the load characterization check was performed and verified that both load cells were functioning within the specification. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6). B3, the date of event is unknown.